Event description:
It was reported that during a routine device check, there were 9 stored events showing noise with oversensing on the right atrial (ra) lead. It was suspected that the ra lead had fractured, and it was noted that this lead was implanted in 2004. X-rays were taken, however the specific location of the suspected lead fracture was not identified. This right atrial (ra) lead remains in service, and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead has not been returned. As such, physical analysis has not been conducted in our laboratory. However, investigation was completed and it was determined that noise, oversensing, and lead fracture are known inherent risks as described in the instructions for use manual for this model lead. This lead was in service for over 18 years, and damage occurring at that length of implanted is not unexpected and can result from multiple causes. Please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device check, there were 9 stored events showing noise with oversensing on the right atrial (ra) lead. It was suspected that the ra lead had fractured, and it was noted that this lead was implanted in 2004. X-rays were taken, however the specific location of the suspected lead fracture was not identified. This right atrial (ra) lead remains in service, and will continue to be monitored. No adverse patient effects were reported.